Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was observed in the neck region of the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The lead was returned for analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted for implant. After the lead was connected to the device, it would not sense or capture appropriately, and impedance measurements were greater than 3000 ohms. The lead was also tested on the pacing system analyzer (psa) and the out of range impedances were confirmed again. Prior to removing the lead from the patient, the helix would not retract. The lead was removed successfully with no complications to the patient. A new lead was implanted.